Event description:
Internal disconnection of the circuit on post op day 72 leading to exsanguination. Centrimag bivad device is indicated for short term support. The average hospital stay of a patient waiting for heart transplant is much longer. The company should consider creation of cannula with extended term use or longer to make junction of outflow cannula tubing externally. Dates of use: (B)(6) 2015. Reason for use: heart failure; patient was waiting for heart transplant.